Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis determined that the upper and lower cases were contaminated and broken, that the battery release, two side bail covers, the lead flex cover and the battery drawer were contaminated, that the ring cover was broken, the atrial output connector was damaged, the battery contacts compressed and one side bail and the ring were bent. (B)(4).

Event description:
It was reported that the external pulse generator originally returned as a trade-in device subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.